Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. No product returned.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in egd on (B)(6) 2022. According to the complaint, during the procedure, the clip deployed but would not release from catheter, scope was straightened to try and release. Did not work and clip was pulled off. It was noted the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result to this event. The patient condition at the end of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not release from catheter to deploy. The scope was straightened and the handle was repeatedly popped open to try to release the clip but still unsuccessful. Eventually, the clip was pulled off with the use of physical force after cutting the handle and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result to this event.

Manufacturer narrative:
Medical device code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. The control wire was kinked next to the spool and was partially cut next to the end of the handle. Microscopic examination was performed and it was found that the kinked section of the control wire had friction marks. There was no problem found on the bushing. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the control wire was kinked is likely due to the physician pulled the control wire with pliers, in order to detach the clip assembly from the tissue. Regarding the coil being cut next to the handle, it is most likely that the root cause of this adverse event were the difficulties faced by the physician during the attempt of releasing the clip. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any problem that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and found that the device was used in a manner inconsistent with the labeled indications since the clip was pulled off with the use of physical force. Per the resolution 360 clip instructions for use, "do not forcibly pull back on a clip that is deployed and has not detached from the coil. This will tear the tissue and likely result in severe bleeding. A wire-cutter should be available on the endoscopy cart and be used to cut the coil where it exits the endoscope. The endoscope can then be removed leaving the clip and coil intact. The patient will require urgent surgery to remove the imbedded clip from the tissue". Block h11: correction: block b5 (describe event or problem), b7 (other relevant history), d4 (model number), g1 (MFR site facility name and MFR site address 2), g2 (report source) and h10 (additional MFR narrative).